Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels rose to 450 mg/dl and dropped as low as 30 mg/dl while wearing the pod on the arm for between 5 and 24 hours. Symptoms reported include fatigue, slurred speech and loss of consciousness. The patient ate honey and sweets while with a friend and then loss consciousness. The friend drove the patient to the emergency room where the patient received glucose intravenously for treatment. The patient was discharged after seven days.